Manufacturer narrative:
Case comment: based on the information provided this (B)(6) female with substantial uterine adenomyosis experienced a massive uterine hemorrhage after a missed abortion and was treated with uterine artery embolization (uae) via use of gelfoam for control of the uterine hemorrhage. The patient subsequently experienced a uterine infection, uterine abscess, and uterine ischemia with suspected uterine necrosis. As presence of adenomyosis uteri could have promoted ischaemia and infection of the uterus caused by uae, it is necessary to consider a possibility of necrosis in the muscular layer due to ischaemia as a complication of uae. As the events developed after the use of gelfoam for the uae, given the temporal association, a contributory role of gelfoam in the development of the events cannot be entirely excluded. The lack of the full pathological examination of the uterus which was subsequently removed via hysterectomy limits the assessment of the report. This case will be reassessed as and when additional information is received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Uterine necrosis [uterine necrosis]. Uterine infection [uterine infection]. Uterine abscess [uterine abscess] ischaemia and infection of the uterus [uterine ischaemia]. Uae was performed with gelatin sponge [off label use of device]. Case description: this is a literature-spontaneous report from the published medical literature, tokyo journal of obstetrics and gynecology. Vol. 64 (2), page 302-307. April 2015, entitled "a case report; uterine abscess of adenomyosis after uterine artery embolization for massive hemorrhage after missed abortion." A (B)(6) female patient of an unspecified ethnicity started to receive absorbable gelatin sponge (manufacturer not reported), from an unspecified date for uterine haemorrhage. Medical history included multigravida, gravida 3, nulliparous, induced abortion at the age of (B)(6) (early pregnancy, dilatation and curettage [d+c]) , abortion spontaneous with d+c at (B)(6), menarche at the age of (B)(6), cycle 28 days, regular, for 6 days, menorrhagia, dysmenorrhoea, adenomyosis uteri. Left fallopian tube obstruction, hypothyroidism, and a suspected missed abortion. Concomitant medications were not reported. The patient was found to have an enlarged uterus about the size of a neonate's head due to adenomyosis uteri in a nearby hospital. At the age of (B)(6), the patient visited the hospital with a chief complaint of secondary infertility for 15 months. The patient was diagnosed with adenomyosis uteri, left fallopian tube obstruction, and hypothyroidism. At the age of (B)(6), the patient got pregnant spontaneously by the timing method. However, the patient was diagnosed with missed abortion at 7 weeks of pregnancy and underwent uterus evacuation. Two months thereafter, the patient spontaneously got pregnant again. At 8 weeks and 0 days of pregnancy, the patient was urgently taken to the emergency outpatient department for sudden massive genital haemorrhage and chest pain. The patient was urgently hospitalized with diagnoses of suspected missed abortion, dic (disseminated intravascular coagulation), and multi-organ failure, and received management in the ICU (intensive care unit). It was decided to prioritize treatment for dic and to stop bleeding by uae (uterine artery embolization) in case that haemostasis was difficult. Dic tended to improve after administration of rcc-lr (red cells concentrates-leukocytes reduced), ffp (fresh frozen plasma), pc (platelet concentrate), a till (antithrombin ill) preparation, and thrombomodulin preparation. However, as uterine haemorrhage persisted, uae was performed with gelatin sponge on the 3rd hospital day. After uae, uterine haemorrhage decreased, but the gestational sac was not excreted spontaneously. Then the gestational sac was confirmed to be in the uterus on the 8th hospital day, and uterus evacuation was performed on the following day. As bleeding and generalised condition improved, the patient was discharged from the hospital on the 11th hospital day. One week after the hospital discharge, the patient visited the hospital as an outpatient for follow-up observation. Since the patient had mild lower abdominal pain and increased inflammatory reactions such as wbc 13600 /mm3 and crp 2.50 mg/dl, intrauterine infection was suspected and administration of lvfx (levofloxacin) was started. After that, inflammatory reactions remained at the same levels, and the symptoms repeatedly improved and deteriorated. One month after the hospital discharge, lower abdominal pain began to persist, and wbc and crp increased to 10000 /mm3 and 19.90 mg/dl respectively. As abscess formation and uterine necrosis in the fundus were suspected on vaginal examination, transvaginal ultrasound tomography, CT (computerized tomography), and MRI (magnetic resonance imaging), the patient was placed under inpatient management again. After the admission, administration of pipc/taz (piperacillin sodium/tazobactam sodium) was started. On the 2nd hospital day, general condition and inflammatory reactions promptly improved. On the 5th hospital day, as transvaginal culture showed escherichia coli (producing esbl [extended-spectrum 2-lactamase]), pipc/taz was switched to mepm (meropenem). Although infection was considered to be improving, uterine abscess did not resolve. In view of risks for recurrence of infection in the future, it was decided to perform total hysterectomy. Then simple total abdominal hysterectomy was performed. Uterus adenomyosis was found in the remaining uterine tissues. The patient made good progress after the surgery, and there was no sign of recurrent infection after the hospital discharge. The action taken with gelatin sponge was post therapy. The events were considered recovered. As presence of adenomyosis uteri could have promoted ischaemia and infection of the uterus caused by uae, it is necessary to consider a possibility of necrosis in the muscular layer due to ischaemia as a complication of uae. (B)(4). This may be duplicate report in situations where another marketing authorization holder of absorbable gelatin sponge has submitted the same report to the regulatory authorities.